Event description:
An altitude alarm was reported on the customer's pump, prompting a suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer was initially instructed to remove obstructions from the pump's speaker holes and clean them, but insulin delivery could not be resumed after following these instructions. After a follow-up, it was confirmed that the customer successfully resumed insulin delivery using a new cartridge, and the altitude alarm did not recur, indicating the pump returned to normal operation.